Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp, found that the membrane inside the compressor was loose. The fse resolved the problem by cleaning and adjusting the membrane inside the compressor. The fse then re-checked the unit with a balloon and found that it was working as expected. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) displayed a low vacuum alarm. There was no patient involvement, and no adverse event reported.